Event description:
During a holmium laser prostate vaporization surgical procedure in the o.r., the side-firing holmium laser fiber was inserted and the bladder neck and the small median lobe were ablated. At this point, there was an equipment malfunction such that the laser could not be restarted, therefore the scope was withdrawn and the procedure converted over to turp (transurethral resection prostatectomy). Follow up with the site reveals that the laser technician was on site and reported that two minutes into the procedure the laser faulted. The laser screen said that power was lost. The technician unsuccessfully attempted to reboot the laser. Laser lost power rod. The laser was to be sent out for repair.